Manufacturer narrative:
The customer reported the blue plastic piece is breaking, and returned two samples of material 2426-0007, lot 25029361. Upon initial visual examination, the sets verified the complaint of separation at the pump segment, solvent-based connection of lower fitment. The sets were examined under a microscope, and insufficient solvent was found on both samples. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant did not take any actions to address the failure as the line for material 2426-0007 was reactivated at a different bd plant, starting (B)(6) 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover. At the plant of current production, an accessory was added to the medica solvent dispenser to assist assembly personnel in guiding the tubing into the dispenser, completed (B)(6) 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following: it was reported by customer that blue plastic piece is breaking.